Event description:
During service of the unit a will not power up on internal power, unit flashes and alarms on external power condition was found. Replaced main board, due to cold solder joint on integrated circuit u19, and recharged the internal battery to correct the failure mode.